Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage was found at the locations where foreign material remained. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif-q150 operation manual, chapter 3 "preparation and inspection¿. -preventive measures: gif-q150 reprocessing manual chapter 3 "cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials on the nozzle, probe cover, adhesive around the objective lens, adhesive around the light guide lens, bending section cover, and the connecting tube. There were no reports of patient involvement.